Event description:
It was reported there was pain in back at the connector site. The patient complained of pain at the connector site in their back when bending over. Like "electrical" pain. There were no actions taken. Device interrogation showed the implantable neurostimulator (ins) was "ok." It was unlikely the event was related to implant procedure. Severity of event was moderate. No further information was reported.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was later reported when the patient recharged there was additional pain in the generator pocket. It was noted device interrogation results were normal on (B)(6), 2012.

Event description:
Additional information reported the event was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).